Event description:
A complaint was submitted through a us endoscopy product specialist, concerning customer experience with use of bioshield irrigator (00711133 lot 141776), during which the valve cap opened and two users (customer and physician) were sprayed with bodily fluids. In follow up communications, the customer state no one was injured, no treatment was required. The customer also stated all users were wearing ppe and no incident report was filed.

Manufacturer narrative:
The product was not returned for examination. Review of the lot history record (00711133 lot 1411776, manufactured june 2014, 30 bx) indicates no anomalies in the manufacture of the lot. A review of complaint history finds no other complaints associated with bioshield irrigator 00711133 lot 1411776. The customer report no harm to the patient or users, and no medical attention required. The users were wearing the expected ppe. (B)(4) and asge technical guidelines require facility to provide, and wear, appropriate protective equipment.